Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that no external power events were observed in submitted log files to technical services. Occasionally patient has accidentally unplugged the wall unit and unplug from both power sources at that same time, however it is unclear if this had occurred. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via analysis of the submitted log file. The submitted log file contained approximately 34 days of data (24jul2019 ¿ 27aug2019, per the time stamp). On (B)(6) 2019 at 23:07, the rsoc voltage levels of both power cables dropped from the expected ~12.6v down to ~3.6v activating power cable disconnect, low battery hazard, and no external power alarms. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and indicated an intermittent loss of power; the alarms cleared when the patient switched to the external 14v batteries. Pump support was not affected during this event as the system was supported by the backup battery as intended. The mobile power unit was not returned to abbott for analysis and remained in use. Although it is inconclusive, log file analysis indicated that the root cause for the no external power alarms recorded in the log file appeared to be related to a loss of the ac power while the controller was connected to a mobile power unit. No further information was provided. The manufacturer is closing the file on this event.